Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. Eval confirmed the reported symptom of upstream occlusion alarms through the history log, but could not reproduce it during eval. Eval found that the upper reading on the ultrasonic sensor was below spec. The upstream sensor and upstream pusher were replaced to correct this condition.

Event description:
It was reported that a spectrum pump alarmed upstream occlusion. It was also reported that there was no pt injury.